Event description:
It was reported that the wall adapter was damaged and would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer¿s blood glucose value was 137 mg/dl. Replacement adapter was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.